Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (30 mg at 17.12657 mg/day), dilaudid (hydromorphone) (2 mg at 1.14177 mg/day), and clonidine (300 mcg at 171.26574 mcg/day) via an implantable pump for unknown indications for use. *omitted information pertaining to it side effects sr # (B)(6)* it was reported that the patient experienced lack of improvement in pain control. The patient also experienced persistent pain at the pump site. During pump refill, it was noted that the pump had flipped. A reservoir volume discrepancy was also noted: expected reservoir volume 14.2 ml, actual reservoir volume 19 ml, indicating probably kink or occlusion. The patient also reported continued difficulty activating the ptm. The it rate was increased and a revision was planned.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter; product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4); product ID: neu_unknown_prog, serial/lot #: unknown, ubd: 15-nov-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot#/serial# (B)(6) implanted: (B)(6) 2024 product type catheter product ID neu_unknown_prog lot#/serial# unknown product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that surgical observation revealed the pump had become dislodged from its sutures and that the catheter had kinked in the pump pocket. The pump was re-anchored and the catheter was spliced (replacing the pump segment).

Manufacturer narrative:
Correction was made to h6. Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2024 product type catheter product ID neu_unknown_prog serial# unknown product type programmer, physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 clinical (B)(6) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (30 mg at 17.12657 mg/day), dilaudid (hydromorphone) (2 mg at 1.14177 mg/day), and clonidine (300 mcg at 171.26574 mcg/day) via an implantable pump for unknown indications for use. *omitted information pertaining to it side effects sr #(B)(4). It was reported that the patient experienced lack of improvement in pain control. The patient also experienced persistent pain at the pump site. During pump refill, it was noted that the pump had flipped. A reservoir volume discrepancy was also noted: expected reservoir volume 14.2 ml, actual reservoir volume 19 ml, indicating probably kink or occlusion. The patient also reported continued difficulty activating the ptm. The it rate was increased and a revision was planned. (B)(6) 2024 psr updates (hcp, sdy). Omitted information pertaining to kink post revision in sr#(B)(4): additional information received from the healthcare provider via a clinical study indicated that surgical observation revealed the pump had become dislodged from its sutures and that the catheter had kinked in the pump pocket. The pump was re-anchored and the catheter was spliced (replacing the pump segment).